Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. The customer repeated the samples with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.